Event description:
It was reported that the patient's device would shut off on its own and she would have to turn it back on. This had been going on for at least three weeks. Four months ago, the patient had foot surgery, including a nerve block for that surgery that made her right side numb. When that wore off, the stimulation appeared to be the same. The patient did not feel stimulation when it would stop working, and it was like she had an uti (urinary tract infection) all over again, including urgency and frequency, like before the device was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v735308, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).